Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01084 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6) 2012, during a procedure to clip a dieulafoy's lesion in the duodenal bulb. According the complainant, the clips attached to the target tissue but would not release from the delivery catheters. The clips had to be pulled off of the tissue, subsequently ripping the lesion. This caused additional bleeding, which was resolved through the use of argon plasma. The procedure was completed with argon plasma. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01084 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6) 2012 during a procedure to clip a dieulafoy's lesion in the duodenal bulb. According to the complainant, the clips attached to the target tissue but would not release from the delivery catheters. The clips had to be pulled off of the tissue, subsequently ripping the lesion. This caused additional bleeding, which was resolved through the use of argon plasma. The procedure was completed with argon plasma. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.